Event description:
It was reported to philips that the device experienced an unspecified fault.

Event description:
It was reported to philips that the device experienced an unspecified fault.

Manufacturer narrative:
It was reported to philips, that the device experienced an unspecified fault. There was no patient involvement. There was no known evaluation, performed by a philips fse. This was performed, by a cardinal services engineer. However, after multiple attempts, there was no information provided. Multiple attempts were made to request, information regarding resolution of the reported problem. No resolution was provided, so no information is available. This will be documented as a malfunction. The cause of which was not determined. The device remains at the customer site. And no further evaluation is warranted at this time.